Manufacturer narrative:
Continuation of d10: dtmb2d4 lcrt-d implanted: (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were damaged due to a clavicle crush. It was also reported that the left ventricular (lv) lead was fractured, and exhibited high undefined impedances, no capture and high thresholds. The lv lead and ra lead were explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further clarified that the lv had a confirmed fracture. The atrial lead was replaced prophylactically due to concern about the lead's position on the fluoroscopy, but there were no atrial lead issues observed. It was also clarified that there was no malfunction or issue with the rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.